Manufacturer narrative:
Device is a combination product. A promus element,mr,ous 3.00x24mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. The tip region was stretched and damaged. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found a break located 124cm distal to the distal end of the strain relief - proximal side of port bond. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 09-apr-2020. It was reported that difficulty crossing was encountered. Vascular access was obtained via the right femoral artery. The tightly stenosed, eccentric, de novo target lesion was located in the mildly tortuous and mildly calcified left circumflex artery. The lesion contained a >45 and <90 degree bend. After a 6f guide catheter and a 0.014 guide wire crossed the lesion and pre-dilatation was performed with a 2.00mm non-boston scientific balloon catheter, a 3.00x24mm promus element drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications nor injuries were reported. The patient was stable. However, returned device analysis revealed a shaft break.